Event description:
Caller reported a cartridge alarm 30 but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue did not occur during the load process and arranged to replace the pump under warranty, which expires on august 5, 2029. The customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.